Event description:
Edwards received notification of a pascal in mitral procedure where a slda (single leaflet device attachment) occurred. Two additional ace devices were placed. A third ace was attempted medial to the middle device. The posterior leaflet kept slipping out of the device. The device was elongated and came back to la to reset. It was noted the posterior leaflet slipped out of the a2p2 ace. The physician was unable to place the device right next to this one due to lack of posterior leaflet. The perceived root cause is lack of leaflet integrity, heart being extremely hyper dynamic during procedure, and patient on pressors and iabp. The third device was placed at a3p3 and the annulus was stable. The procedure was completed successfully, and the mr was reduced from severe to moderate/severe. Grade of mr at time of slda was moderate-severe to severe.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event.

Manufacturer narrative:
The following sections were updated, corrected, added: b4, d4, g3, g6, h2, h4, h6, and h11. H6 investigation conclusions: adverse event related to patient anatomy and or condition. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed. Available information suggests patient anatomy likely contributed to the event. Per event description, the patients posterior leaflet was very friable. Additionally, the perceived root cause is lack of leaflet integrity and heart being extremely hyper dynamic during procedure and patient on pressors and iabp. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There were no nonconformances related to the complaint event. Since no edwards defect was identified, corrective or preventative actions are not required.